Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touchscreen failure. There was patient involvement, but no one was harmed.

Manufacturer narrative:
Date rec'd by MFR: 28jun2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen failure issue. The manufacturer¿s field service engineer (fse) remotely recommended to order the touchscreen to address the reported problem. The manufacturer¿s field service engineer (fse) remotely followed up with the customer, and customer reports replacing the touchscreen fixed the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.